Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed the active exhalation system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The service center is awaiting repair approval from the customer. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
It was previously reported that the trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed the active exhalation system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced to address the issue. The system meets the specification for the performed service and is returned to use. The trilogy evo proportional valve and trilogy evo solenoid valve were returned to the manufacture product investigation laboratory (pil) for evaluation. The pil tech was unable to confirm any failure of the suspect proportional valve. The tech installed the proportional valve onto a trilogy evo stb and the stb was connected to an evo mfts where the tech verified passing results for all relevant test steps. The tech operated the stb with the proportional valve installed for approximately 1 hour without notable issues or alarms. The pil tech determined that the proportional valve functions as designed and operates as expected. The proportional valve has been scrapped. Additionally, the pil tech was unable to confirm any failure of the solenoid valve. The pil tech installed the suspect solenoid valve onto a trilogy evo stb and operated for approximately 1 hour without notable issues or alarm. The stb with the solenoid valve installed was connected to an evo mfts where the tech verified passing test results for the relevant pre and post test steps. The tech determined that the solenoid valve functions as designed and operated as expected. The solenoid valve has been scrapped. Since the pil confirmed that both the proportional valve and solenoid valve functions as designed and operates as expected, this scenario is not a reportable malfunction.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed the active exhalation system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The service center is awaiting repair approval from the customer. If additional information becomes available a supplemental report will be filed. New information: the trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed the active exhalation system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced to address the issue. The system meets the specification for the performed service and is returned to use.